Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had frequent ipg charging. It was also reported that the ipg looses connection easily with the pocket location. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively.